Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous popliteal artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, after first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The rupture was observed about 3cm from the tip of the balloon. The device was removed, and the procedure was completed with a different balloon. No patient complications were reported, and the patient's condition was good.